Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge during a bolus delivery. Customer's blood glucose level was 216-217 mg/dl. Reportedly, during the load process the customer had not performed the proper air removal step. Tandem technical support guided the customer through loading a new cartridge onto the pump resolving the issue.